Event description:
Event description guidant received information that this transvenous defibrillation lead's proximal and distal shocking coil terminals were found severed in the pocket, with the terminal pins remaining in the device header. This observation was made during a routine device change-out procedure, which was performed due to normal battery depletion. It was reported that one month prior to this procedure, this lead had demonstrated normal measurements during a routine follow up interrogation. The physician noted significant device migration. It was suspected that the terminals broke as a result of the migrating device. The physician elected to cap and abandon the lead, and implanted a new device/lead system on the patient's right subclavicular region. No patient symptoms or therapy delivery issues associated with this observation.